Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii; dilatation catheter: 2.5x12mm nc traveler. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified lesion in the mid left circumflex coronary artery. Pre-dilatation was performed using a 1.5x08mm traveler balloon dilatation catheter (bdc). A 2.5x38mm xience prime stent was deployed at 10 atmospheres. The stent was post-dilated with a 2.5x12mm nc traveler bdc. After post-dilatation, an edge dissection was noted at the proximal end of the implanted stent. A 2.5x18mm xience prime stent was successfully implanted to treat the dissection. There was no patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.